Event description:
It was reported that the patient was experiencing pain at lead wire site, even after she turned stimulation off and down to zero. Patient services confirmed with the patient that they were using the patient programmer. The patient noted last saturday, she got a shock, and supposedly the hcp (healthcare provider) spoke with someone at the manufacturer's to resolve the issue. No outcome was reported regarding this event. Further follow-up is being conducted to obtain this information. If additional information is received, a follow-up report will be sent.

Manufacturer narrative:
Product ID 3889-28, lot# va0mrwg, implanted: 2014 (B)(6); product type lead product ID 3037, serial# (B)(4); product type programmer, patient. (B)(4).